Event description:
It was reported the customer had multiple days, october 8 and 9 2022 of decreased blood glucose (bg) levels; the value was not provided however, "low" was displayed on the continuous blood glucose monitor. The customer's wife and sibling assisted the customer with consuming carbohydrates and apple juice as the customer had become unconscious due to blood glucose on both days. Cause for bg was unknown. It was recommended the customer to consult a healthcare professional to see what is affecting bg. Additionally, it was reported that the pump did not enunciate blood glucose alerts as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.